Event description:
Needle broke during surgical procedure, laparoscopic assisted hysterectomy. While closing fascia on the laparoscopy incision, the needle broke. One portion was received, the other was not. X-ray was done to locate. Broken needle retrieved under flouroscopy.